Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that, on (B)(6) 2019, during the patient¿s admission for clostridium difficile (c. Diff), blood cultures were drawn that came back (B)(6) for (B)(6). It was reported that the patient was admitted to the hospital on (B)(6) 2019 with complaints of fever of 102 degrees fahrenheit, nausea, and diarrhea. The patient¿s primary care physician prescribed amoxicillin. The patient took 3 doses. Cultures were obtained, and patient was started on empiric linezolid and zosyn. The patient was also given one dose of tamiflu for possible influenza but was later found to be negative for the flu. Cultures came back positive for clostridium difficile (c. Diff). Linezolid and zosyn were stopped and patient was started on oral vancomycin. Patient was instructed to take this for 14 days with an estimated end date of (B)(6) 2019. The patient was discharged to home on (B)(6) 2019 and continued to have diarrhea at discharge. The patient was admitted on (B)(6) 2019 with complaints of fever and diarrhea. The patient reported missing 3 doses of oral vancomycin due to not being able to afford the medication. Infectious disease recommended 14 days of oral vancomycin. The patient continued to have symptoms so was switched to oral flagyl. The patient reported diarrhea continued and abdominal pain and was switched back to oral vancomycin on (B)(6) 2019. Ultrasound of the abdomen showed a fluid collection abutting the right hepatic lobe that was non-specific. It was recommended that patient continue oral vancomycin until (B)(6) 2019. It was reported that, on (B)(6) 2019, during the patient¿s admission for c. Diff, blood cultures were drawn that came back positive for staphylococcus aureus. The patient was started on ceftaroline. Susceptibility was (B)(6) for (B)(6) and patient was switched to continuous ancef. The source of the bacteremia was reportedly unknown. Transesophageal echocardiography (tee) was negative for the infectious cause. Sputum culture came back normal. The patient¿s trach was removed and inspected, and was not believed to be the source of infection. Infectious disease recommended 6 weeks of ancef with an estimated end date of (B)(6) 2019. In order to treat this major infection, the patient was hospitalized, changes were made to medication, and the patient was provided oral antibiotics and parenteral antibiotics. The patient reportedly completed the 2-year follow-up for the end of the study on (B)(6) 2019. This event was still ongoing at the time of completion of the trial.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.